Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent laparoscopic umbilical hernia repair on (B)(6) 2005 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2006, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: recurrence, additional surgeries, revision, explant, abscess, adhesions, dermal fibrosis, coccal bacterial infection of mesh. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated investigation conclusions: d15: cause not established h6: health effect impact code: f1903: device explantation h6: medical device component: g04088: membrane the investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 02985711 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged h10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2003: (B)(6) hospital. (B)(6) md. History and physical. Overweight male with tender swelling of umbilicus for about two weeks. Denies injury. No gastrointestinal or urinary symptoms. Former smoker. Exam: abdomen: obese, tender incarcerated umbilical hernia. Impression: incarcerated umbilical hernia. (B)(6) 2003: (B)(6) hospital. Perioperative record. Wound class 1. Specimens: lipoma. Asa. 2. (B)(6) 2003: (B)(6) hospital. (B)(6) md. Operative report. Assistant: (B)(6) rnfa. Anesthesiologist: (B)(6) md. Anesthesia: general. Pre-operative diagnosis: umbilical hernia. Pre-operative diagnosis: umbilical hernia. Procedure: repair of umbilical hernia. Details of the operation: ¿the patient was given inhalation anesthesia and the abdomen was prepped and draped. A small transverse incision was made inferior to the umbilicus. The umbilical skin was dissected free from the hernial sac. The hernial sac was opened and found to contain incarcerated omentum. The distal omentum was clamped, ligated and a small segment was removed with the hernial sac. The fascial defect was approximately 1.5 cm in diameter and it was closed with a running #1 pds suture. The patient¿s umbilical skin was sutured to the anterior fascia with interrupted 3-0 vicryl sutures. A subcutaneous layer of 3-0 vicryl was inserted and the skin was then closed with 4-0 monocryl subcuticular suture, reinforced with steri-strips and an appropriate dressing was applied. He was extubated an [sic] transferred to the postanesthesia care unit in satisfactory condition.¿ (B)(6) 2003: (B)(6) hospital. (B)(6). Pathology report. Specimen: s03-613. Type, source of specimen: hernia lipoma umbilical. Diagnosis: soft tissue, umbilical hernia: dense fibrous connective tissue with serosal lining and unremarkable fibroadipose tissue, consistent with hernia sac contents. Gross description: labeled lipoma. Received is a 5.0 x 2.2 x 1.5 cm soft partially well-circumscribed bright yellow and pink lobular tissue mass. The well circumscribed portion of the specimen appears to be covered by a thin gray-fibrous capsule. The entire outer surface is inked green. On sectioning the cut surfaces are soft bright yellow with a lobular appearance. Two representative sections are submitted labeled a1 and a2. (B)(6) 2003: (B)(6) hospital. (B)(6) md. History and physical. Tender swelling of upper abdominal wall. No acute injury. Previous umbilical hernia repair. History of deviated septum repair. No serious illnesses. Weight 300. Exam: overweight. Abdomen: reducible 3 cm swelling upper mid abdominal wall. Impression: umbilical hernia. (B)(6) 2003: (B)(6) hospital. Perioperative record. Wound class 1. Specimens: hernia sac and segment of omentum. Asa 2. (B)(6) 2003: (B)(6) hospital. (B)(6) , md. Operative report. Assistant: (B)(6) , crnfa. Anesthesiologist: (B)(6) md. Anesthesia: general. Pre-operative diagnosis: ventral hernia. Post-operative diagnosis: ventral hernia. Procedure: repair of ventral hernia. Details of operation: ¿the patient was given inhalation anesthesia and the abdomen was prepped and draped. He was noted to be moderately obese. He had previous repair of an umbilical hernia and has now developed a mass in the epigastric area superior to the umbilicus. A vertical midline incision was made through the subcutaneous fat which was quite deep. Dissection revealed a rather large hernia sac which was emanating through a 2 cm fascial defect in the midline. The hernia sac, together with a small segment of omentum was removed and appropriate hemostasis was obtained. The fascial defect was then closed in one layer with a running 31 pds suture. There was no tension on the closure and no mesh graft was inserted due to the small size of the defect. Subcutaneous tissue was then irrigated with saline and infiltrated with 10 cc of 0.4 percent sensorcaine with epinephrine. A subcutaneous layer of 3-0 vicryl was inserted and the skin was closed with a 4-0 monocryl subcuticular suture reinforced with steri-strips. An appropriate dressing was applied and he was transferred to the postanesthesia care unit in satisfactory condition.¿ (B)(6) 2003: (B)(6) hospital. (B)(6) . Pathology report. Specimen: s03-6232. Type, source of specimen: hernia sac and segment of omentum. Diagnosis: hernia and soft tissue: dense fascial and serosal type of fibrous connective tissue with congestion and slight chronic inflammation, consistent with a ventral hernia sac. Adjacent benign fibroadipose tissue. History: none given. Gross description: labeled hernia sac and segment of omentum. Received is a 9.0 x 5.0 x 3.0 cm tissue mass consisting of a thin gray-pink membranous partially saccular portion of tissue containing a portion of bright yellow omental fat. On sectioning the cut surfaces are soft throughout. Representative sections are submitted in one cassette. (B)(6) 2005: (B)(6) hospital. (B)(6) md. Radiology-CT abdomen/pelvis with contrast. History: abdominal pain. Possible hernia. A medical record report from (B)(6) 2003 indicated had repair of umbilical hernia prior to that time, then had repeat umbilical hernia repair. Findings: no prior imaging study. There is an umbilical hernia with defect about 2 cm in diameter. Rounded collection of fat about 3.5 cm in diameter extending through the defect in anterior abdominal wall, at level of umbilicus, and there is surrounding increased density in the adjacent subcutaneous fat. The findings could be from infarction of portion of omentum extending through the defect, or the increased density in the fat could be from postoperative change. Should be correlated with findings on physical examination. Patient is tender at this site, infarction of omentum seems more likely than postoperative change. Diverticula in sigmoid colon without evidence of diverticulitis. No other abnormality identified. No mass, fluid collection, enlarged lymph nodes, or other bowel abnormality. Conclusion: 2 cm umbilical hernia with fat extending through abdominal wall defect, and with some surrounding increase density in subcutaneous and mesenteric fat. These findings could represent infarction of a portion of omentum extending into the hernia, or the increased density in fat could be from postoperative change. No other significant findings. (B)(6) 2005: (B)(6) hospital. (B)(6) md. History and physical. Recurrent umbilical hernia. Status post umbilical hernia repair times two now with recurrent umbilical hernia confirmed by CT scan. Weight 311. Exam: abdomen: soft/non-tender/[illegible]. Healed umbilical scars. Unable to palpate hernia. Impression: recurrent umbilical hernia. Plan: to operating room for laparoscopic umbilical hernia repair. (B)(6) 2005: (B)(6) hospital. Perioperative record. Wound class 1. Implants used: mesh. Asa 2. (B)(6) 2005: (B)(6) hospital. (B)(6) md. Operative report. Assistant: (B)(6) , crnfa. Anesthesiologist: (B)(6) md. Anesthesia: general. Pre-operative diagnosis: recurrent umbilical hernia. Post-operative diagnosis: recurrent umbilical hernia. Procedure: laparoscopic ventral hernia repair. Indications for procedure: the patient is a 33-year-old male with an umbilical hernia which has been twice repaired via open methods. This hernia has recurred yet again after the second repair and is visible by cat scan, although it is somewhat difficult to palpate secondary to the patient¿s body habitus. Seeing as, however, our previous anterior open repair has failed him twice we will proceed with the laparoscopic ventral hernia repair. Description of the procedure: ¿after obtaining informed consent, the patient was brought into the operating room. A foley catheter was placed. The patient was placed in the supine position. The patient was placed under general anesthesia and orotracheal intubated. The abdomen was prepped and draped in the usual sterile fashion. A #11 blade was used to create a 5 mm incision in the patient¿s left upper quadrant. The abdominal wall was elevated with a pair of towel clips and a veress needle was placed into the peritoneal cavity. The abdomen was insufflated with carbon dioxide gas to a pressure of 15 mmhg. We then placed a 5 mm port into the peritoneal cavity. We placed a 5 mm scope through this port. We inspected the underlying viscera for any signs of injury. Finding none, we then placed three additional ports in each of the four quadrants. We placed a 4 mm port in the left lower quadrant, right lower quadrant and right upper quadrant. This was done under direct visualization. We then inspected the hernia. The hernia was a swiss cheese defect approximately 2 cm in diameter. There was some omentum which was caught in the hernia sac. This was reduced with blunt dissection. We then used a needle to mark the margins of the hernia at all four compass points. We marked these boundaries on the abdominal wall with a marking pen. We then measured a 3 to 5 cm margin outside of the marked hernia defect. This gave us an oval shape which was approximately 13 x 12 cm. We obtained a piece of dualmesh gore-tex and cut it to the appropriate size. We then obtained 4-0 gore-tex sutures and sutured and knotted the four compass points of the mesh. The mesh was then folded up and brought into the peritoneal cavity with a blunt grasper through one of the 5 mm ports. The mesh was unrolled and it was confirmed that the rough side of the mesh was facing the abdominal wall. We then made four small incisions around corresponding to the previously placed gore-tex sutures in the skin. A carter-thomason device was used to penetrate the fascia and bring these gore-tex sutures up through the abdominal wall at the superior inferior and lateral portions of the mesh margins. The sutures were then tied, thus parachuting the mesh up to the abdominal wall and covering the hernia defect. We then inspected the mesh which was now tacked up to the abdominal wall with the gore-tex sutures. The gaps on the mesh between the gore-tex sutures we fixed to the abdominal wall using a laparoscopic tacking device. We tacked the mesh to the abdominal wall circumferentially. When we were completed, we had tacks approximately every 1 cm on the mesh, fixating it to the abdominal wall. There were no gaps or fold in the mesh that we could appreciate. The hernia defect was adequately covered. There was no obvious bleeding. We then removed the ports under direct visualization and deflated the abdomen. The small incisions through which the gore-tex sutures were passed were closed with a steri-strip and the port sites were closed with 4-0 vicryl in subcuticular fashion. Steri-strips were applied and a sterile dressing was applied to all incisions. The patient was then extubated without incident and brought to the recovery room in stable condition. The patient tolerated the procedure well and there were no apparent complications.¿ specimens: none. Estimated blood loss: 5 cc. (B)(6) 2005: [facility ni]. Implant sticker. Dualmesh plus antimicrobial. Lot: 02985711. Item: 1dlmcp04. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/02985711) was implanted during the procedure. (B)(6) 2006: (B)(6) hospital. (B)(6) md. Radiology-CT abdomen/pelvis with contrast. Reason for exam: abdominal pain with bulge, rule out incisional hernia. Clinical indication: recurrent midline abdominal hernia. Abdominal pain. Comparison exam (B)(6) 2005. Recurrent midline periumbilical hernia of peritoneal fat. Goretex [sic] mesh from previous hernia repair is noted in this region. Recurrent hernia is along superior and right side of the goretex [sic] mesh. Herniated peritoneal fat demonstrates diffuse mild to moderate edema which could be secondary to incarceration of hernia or possibly infarction of peritoneal fat. Hernia is larger than on prior exam. No ascites. No bowel loops within hernia. No dilated small or large bowel. The liver, spleen, pancreas, gallbladder, adrenal glands, and kidneys within normal limits. No lymphadenopathy. Lung bases clear. Impression: recurrent midline periumbilical hernia as described above. (B)(6) 2006: (B)(6) hospital. (B)(6) md. History and physical. Recurrent incisional hernia present for repair with mesh. Exam: abdomen: soft, incisional hernia. Impression: recurrent incisional hernia. Plan: repair with mesh. (B)(6) 06: (B)(6) hospital. Perioperative record. Wound class 1. Specimens: hernia sac incisional. Asa 3. (B)(6) 2006: (B)(6) hospital. (B)(6) md. Operative report. Assistant: (B)(6) crnfa. Anesthesiologist: dr. (B)(6) anesthesia: general. Pre-operative diagnosis: recurrent incisional hernia. Post-operative diagnosis: recurrent incisional hernia. Procedure: repair of recurrent incisional hernia with mesh transposition. Indication for operation: this is a 35-year-old gentleman who presents with a recurrent incisional hernia for repair. He understands this is an open repair with mesh placement. He understands the major risks being bleeding, infection, injury to the intestines. He accepts these risks, and he does wish to proceed. Operative report: ¿the patient was brought into the operating suite, placed in the supine position. After general anesthesia with hemodynamic monitoring as per anesthesia, the patient¿s abdominal region was prepped and draped in the usual fashion. A previous midline skin incision was made, and the subcutaneous tissue was dissected. The hernial sac itself was identified, and it did appear to be complex hernial sac. Upon further dissection, it did appear that the hernial sac was sandwiched between layers of mesh. There was a mesh marlex on top of this, and there did appear to be mesh from below it. The sac was opened, and the inside was inspected. It was a complex hernia. It did appear that the hernia was above the inside mesh, and the inside mesh peeled off of the fascia. As such, the entire defect, which was multiloculated, was dissected circumferentially to healthy fascia. Once this was performed, the omentum, which did appear to be adherent to the outer and inner mesh, was dissected off such that it was free. The previously placed mesh was then free, and it was still anchored posteriorly. It was mobilized, picked up, and anchored again to the underside of the fascia with running prolene suture. After this, the mesh did appear to be intact, and the defect itself was clearly covered. The fascia was then close from above with interrupted #1 pds suture. After this, the area was irrigated, checked for hemostasis. After adequate irrigation and hemostasis, through a separate stab incision, a jackson-pratt drain was placed, and the subcutaneous tissue was reapproximated with vicryl suture. The skin was closed with #4-0 monocryl subcuticular. Twenty cc of 0.5% sensorcaine were used to infiltrate the skin and surrounding tissue.¿ (B)(6) 2006: (B)(6) hospital. (B)(6) md. Pathology report. Specimen: s06-8301. Type, source of specimen: hernia ¿ incisional hernia sac. Diagnosis: anterior abdominal wall tissue, excision: hernia sac with reactive and focal inflammatory changes. Gross description: labeled hernia sac: the specimen consists of two tissue fragments which aggregate to 7.0 x 4.0 x 2.0 cm. These fragments consist of bright yellow lobular fibroadipose tissue with attached gray-pink to red membranous and well-vascularized tissue. On sectioning, the cut surfaces are soft throughout. Representative sections are submitted in one cassette. (B)(6) 2006: (B)(6) hospital. (B)(6) md. Discharge summary. Discharge diagnosis: incisional hernia. Hospital course: underwent surgery, was uncomplicated, subsequently transferred to the floor. Postoperative day 1 uncomplicated and by postoperative day 2 was tolerating diet and able to be controlled via oral pain medicine. Currently being discharged home. Discharge condition: improved. Discharge instructions: may shower normally. (B)(6) 2007: (B)(6) hospital. (B)(6) md. Radiology-CT abdomen/pelvis with contrast. Reason for exam: midline abdominal wall mass, possible hernia. History: midline abdominal wall mass. Comparison made with previous study (B)(6) 2006. When compared with previous study (B)(6) 2006, there is redemonstration of recurrent midline periumbilical hernia containing peritoneal fat. Seen at this site of gortex [sic] mesh repairing a midline ventral hernia. On today¿s study, there is a much greater degree of inflammatory change in subcutaneous anterior abdominal wall. This inflammatory change extends across the entire left lateral anterior abdominal wall suggesting incarceration and/or infarction of peritoneal fat within hernia. To the extent visualized, there is no further abnormality of bowel or mesentery. Small bilateral inguinal hernias containing fat. Lung bases clear and there are no pleural effusions. Liver, spleen and pancreas normal in size and configuration. No focal lesions. Kidney and retroperitoneal structures normal. No pelvic mass or fluid collection noted. Impression: recurrent midline ventral hernia adjacent to previous gortex [sic] repair with increasing soft tissue density and inflammatory change extending throughout subcutaneous fat of anterior abdominal wall and over left lateral anterior abdominal wall. Possibility of incarceration and/or infarction of herniated peritoneal fat is suggested. (B)(6) 2007: (B)(6) hospital. [Illegible signature]. History and physical. Infected mesh, hernia. [Illegible] abdominal hernia repair with mesh, last surgery with infected mesh. [Illegible] now for exploration with mesh removal and repair hernia. Possible vacuum assisted closure dressing. Exam: abdomen: open wound with packing. Impression: infected incisional hernia mesh. Plan: exploration with mesh removal. (B)(6) 2007: (B)(6) hospital. Perioperative record. Asa 2. Wound class 3. Specimens: culture and sensitivity infected mesh of abdominal wall. Culture and sensitivity of subcutaneous tissue. Infected mesh of abdomen. (B)(6) 2007: (B)(6) hospital. (B)(6) md. Operative report. Assistant: (B)(6) , md. Anesthesiologist: (B)(6) , md. Anesthesia: general. Pre-operative diagnosis: ventral hernia with infected mesh. Post-operative diagnosis: ventral hernia with infected mesh. Procedure: excision of infected mesh with repair of incisional hernia. Indications for operations: this is a 36-year-old gentleman who is status post several incision hernia repairs presents with an infected mesh for excision and repair. He understands the diagnosis. He understands the need for operation. He understands the operation will involve removal of the prior affected mesh. He understands the wound may be left open with vacuum assisted closure drainage. He understands the major risk being bleeding, infection, injury to the intestines. He accepts these risks and he does wish to proceed. Operative report: ¿the patient was brought in to the operating suite and placed in the supine position. After general anesthesia with hemodynamic monitoring as per anesthesia, the patient¿s abdominal region was prepped and draped in the usual fashion. A previous incisional scar along with the fistulous tract was excise circumferentially to healthy tissue and the subcutaneous tissue was dissected. The dissection continued down incorporating the mass of inflamed infected mesh surrounding it with normal subcutaneous tissue until the fascia was identified. The fascia was circumferentially incised around the conglomerate mass and the intraabdominal cavity was opened and the adhesions which were omental were taken down. The entire conglomerate mass of infected mesh was removed with healthy tissue circumferentially. This was sent to pathology and cultured. After this, the fascia itself did appear to be clean and was approximated with running #1 pds suture to repair the defect. It was not felt wise for another piece of mesh to be placed. After this, the cavity was irrigated, checked for hemostasis, and then through a separate stab incision, a jackson-pratt drain was placed into the cavity. Subcutaneous tissue was cultured and then skin was loosely approximated with skin staples. Dry sterile dressing was applied. The patient tolerated the procedure well and was brought to the recovery room in stable condition.¿ (B)(6) 2007: (B)(6) hospital. (B)(6) , md. Pathology report. Specimen: s07-7893. Specimen type: hernia. Type, source of specimen: abdomen ¿ infected mesh. Diagnosis: abdominal wall tissue, excision: deep subcutaneous abscess with fibrinopurulent exudate. Gram stain is positive for gram positive coccal [sic] bacteria at the edge of the abscess. Dense dermal fibrosis. History: infected mesh from incisional hernia. Gross description: labeled infected mesh abdominal wall: received fresh is an 11 x 10 x 6 cm soft to overly firm subcutaneous tissue mass. There is an attached strip of tan skin measuring 10 x 1 cm. The skin surface displays a central linear depression which may represent a scar. The central portion of the skin has a gray poorly vascularized appearance. The subcutaneous tissues are soft bright red and yellow lobular. On sectioning, the central portion of the specimen contain a mass of gray-green membranous surgical material along with suture material and staples. This mass measures 4 cm in diameter. The soft tissue surrounding this mass is red gelatinous and hemorrhagic. Representative sections of soft tissue are submitted labeled a1 and a2. (B)(6) 2007: [missing records: a culture report detailing analysis of the specimens collected during the 11/08/07 procedure was not provided]. (B)(6) 2007: (B)(6) hospital. (B)(6) md. Discharge summary. Discharge diagnosis: incisional hernia and infected mesh. Hospital course: was admitted, underwent surgery which involved hernia repair and excision of the infected mesh. Did well postoperatively. Currently afebrile. Tolerating a diet. Being discharged home today. Complications: none. Condition on discharge: improved. Discharge instructions: wash and shower as normal. Records span (B)(6) 2003 to (B)(6) 2007. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.